Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of death - unknown; date of event - unknown ; product ID ¿ unknown; device info - unknown ; date implanted - unknown; date explanted - unknown. (B)(6). Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "long-term clinical results of cementless total hip arthroplasty using bi-metric tapered femoral stem" which aimed to examine a minimum followup of twenty (20) years for hip scores, radiographic findings, including stem fixation and osteolysis, reoperations and survivorship free from aseptic loosening in a group of patients who underwent primary total hip arthroplasties using a proximally porous-coated, plasma sprayed, straight-stemmed, titanium-alloy femoral component, manufactured by biomet. The study consisted of (B)(4) primary total hip arthroplasties implanted between 1987 and 1993, of which (B)(4) were available for follow-up at a minimum of twenty (20) years. Follow-up was a mean of thirteen (13) years and the mean age of the patients at operation was fifty-five (55) years. Thirty-six (36) patients expired due to unknown reasons on unknown dates. One stem underwent a revision procedure due to periprosthetic fracture and (B)(4) acetabular components were revised due to unknown reasons. The mean harris hip score improved from 46 points to 87 points (of a possible 100 points) at the most recent followup. All hips had evidence of proximal femoral remodeling consistent with osseous ingrowth. Femoral osteolysis was seen in 22 hips (20%). No femoral component had evidence of loosening and none were revised. In conclusion, this femoral component provided durable long-term fixation for over two decades after total hip arthroplasty. The porous stem geometry is still in use today and will continue to be studied into the third decade of use.